Manufacturer narrative:
As allowed by exemption# e2012008, heraeus kulzer llc (the importer) is submitting the report on behalf of heraeus kulzer gmbh (the manufacturer).this is a serious injury (as defined in 21 cfr section 803.3) as the patient reported having an adverse reaction and required medical intervention to prevent further injury. Because the malfunction allegation could not be confirmed, the cause of the adverse reaction could not be determined. This incident is being reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Narrative: directions for use indicate rubber dam use is required.the office used only gauze for isolation, which is inadequate. H3 other text : product not returned to manufacturer.

Event description:
(B)(6) female patient reporting adverse reaction to gluma desensitizer. Gluma desensitizer placed (B)(6) 2015 after grafting surgery of lower anterior had been done on (B)(6) 2015. Patient stated gauze was used inside lower lip, does not remember being rinsed. Was told not to eat or drink for 30 minutes.